Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a button error alarm. Customer's blood glucose was unknown. The customer was disconnected from the call before further information was collected. The insulin pump will not be returned for analysis.